Manufacturer narrative:
The customer rebooted the system and cleared the system message (lpa transducer discrepancy). The facility did not request service. No samples were returned for eval and no additional info provided related to this event. For ths reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the customer reported event cannot be determined conclusively. (B)(4).

Event description:
A nurse reported that a system message displayed during a procedure. An alternate system was used to complete the case following a 10 minute delay. There was no pt harm. Additional info has been requested.